Event description:
Patients were noted to have darkened area(s) on their heels with the impad rigid sole cover in use. Darkened are was surrounded by the impad cover. Patients were noted to have had elastic anti-embolism stockings in use concurrently with the a-v impulse system.another 73 year old female patient also involved in this product.device labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.